Event description:
It is reported by the eye care professional (ecp) that a patient that is currently being treated for a corneal abrasion and epithelial defect with chemical keratitis in the right eye. (B)(6) 2014 and involved the right eye. There were no contributing factors, as the patient put the lens in the eye, it became irritated and the patient then removed the lens and replaced it with a new daily disposable lens. The patient experienced a severe foreign body sensation, severe redness, watery discharge, and mild anterior chamber reaction. There was no ulcer; however, the location selected on the form shows "peripheral". It is noted that there were no infiltrates at first, but noticeable after the epithelium healed. 3 infiltrates were found, 1-2 mm in size, in peripheral location. There was moderate to severe corneal staining covering less than 50% of the corneal surface. It is unknown if there was any permanent scarring. The clinical diagnosis is corneal abrasion with keratitis. The following treatment was prescribed: tobradex 4 times a day with bandage contact lens, homatropine and corneal debridement. The patient had follow up appointments on (B)(6) 2014, and scheduled for another follow up on (B)(6) 2014. The patient has not resumed lens wear at this time, due to mild infiltrate that is still present. The patient's best corrected visual acuity prior to the symptoms and after the symptoms was 20/25. Additional information was received from the ecp on (B)(6) 2014 stating that the right eye has no staining; k scar at 11:00. The patient should be able to get back into daily contacts. Impressions: right eye: corneal abrasion, infiltrative keratitis. Condition is resolved; k scar, hyperopia, astigmatism, and presbyopia. The patient is instructed to resume normal contact lens wear, and monitor condition at suggested intervals and report any change in condition immediately.

Manufacturer narrative:
Product from the same lot number was returned for evaluation and found to meet specifications. The investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).